Event description:
The pt received the scs system on (B)(6) 2011. The pt had a lead replacement for better coverage on (B)(6) 2011. It was reported, the pt experienced increased tremors and weakness in his upper arms since the replacement procedure. It was noted, the pt had some pre-existing tremors in his leg and weakness in the arms prior to the system implant. The symptoms worsened after the procedure. The physician elected to explant the new lead. F/u on the pt indicated he is doing well since the explant and his symptoms have been resolved. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.